Event description:
A device report from synthes EU provides information from a facility in (B)(6) regarding a plate that broke post operatively. The plate broke at a screw hole with the screw in place. This is report #1 of 2 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.